Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® tapered implant 6/5 x 13mm (bopt6513) was returned for investigation. Visual inspection of the as returned product identified that the implant is worn from use, and has some debris attached to the threads. (Likely human bone). Implant collar, and internal drive feature appeared to be good condition. Product returned matched print specifications when measured against drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI (B)(4). G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported that the patient develop an infection and peri-implantitis. Stability was completed and no issues. Patient was having implant restored. Dentist saw pus in area of tooth site #31, used perioprobe and confirmed bone loss around implant. The implant was removed and bone graft. The patient will need to return to place the implant.